Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 500 mg/dl and treated with insulin pump. Customer was experiencing nausea, difficulty in breathing, blurred vision and thirst. Insulin pump received insulin flow block alarm. Customer performed 5.0u fixed prime or fill cannula and insulin exited. Customer was using insulin pump within 48 hours of reported event. Insulin pump was on auto mode. Customer performed all possible troubleshooting. Device will not returned for analysis.